Manufacturer narrative:
Additional narrative: it was reported that patient underwent total laparoscopic hysterectomy, left salpingo oophorectomy and colpopexy due to fibroid uterus and dysfunctional uterine bleeding on (B)(6) 2006. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.